Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed, blood leak test strips were used and the machine alarmed. Estimated blood loss was 240cc's. Pt had no adverse effects. Sample has not been returned to the MFR.